Manufacturer narrative:
A review of the manufacturing records for this particular batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. Due to the likelihood the patient anatomy or other procedural factors contributed to the reported difficulty. The exact cause of the reported event could not be determined therefore the root cause is classified as operational context. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occured. The lesion being treated was a 4.0mm, 80% stenosed, 28mm long, bifurcated y shaped lesion, with mild calcification located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation using a maverick balloon, and successful placement of a 3.00x28mm taxus liberte' study stent. There was balloon withdrawal resistance, but balloon withdrawal was possible. A dissection was noted post dilatation. There were no symptoms. A 3.00x12mm taxus liberte' stent was deployed in an overlapping fashion to treat the dissection. In the opinion of the physician the relationship of the device and the dissection to the liberte' stent is not related. Patient condition was "fine".